Manufacturer narrative:
H3. Product analysis: ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex embolization device was returned for analysis within shipping box; and within a plastic bio-pouch. ¿damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex were found fully opened and damaged. No other anomalies were observed. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at distal as the distal and proximal ends of pipeline flex braid were found fully opened and damaged. However, the root cause could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline was placed in a stright section. Tried to retract twice, increased the tension with the help of blood vessel wall in an attempt to open the pipeline. It was confirmed that it could not be opened, the tip end could not be fully opened, and there were burrs interwoven.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section and burrs at the distal end were observed. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid artery with a max d iameter of 15 mm and a 10 mm neck diameter. Landing zone: distal: 4 mm and proximal: 4.1 mm. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment was administered. The angiographic result post procedure showed the tumor was still de veloping. It was reported that intracranial aneurysm is treated with pipeline, blood flow guiding dense mesh stent pipeline flex425-30, marksman catheter is hydrated normally, and after the catheter was in place, delivered into microcatheter. Stent deployment technique, difficult opening of the tip end, attempts to retrieve, wait for time, and the stent was opened by the bend of blood vessel, but it was not opened well. Under the development, the burrs at the distal end were obviously intertwined. For the safety of the patient, replaced with a new pipeline flex. The surgery was successfully completed and the stent was in good shape. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.